Event description:
Per end user, the joystick was replaced under recall, but he is now experiencing lights flashing and the chair will not move. If you shut down the chair and turn it back on the chair will move. Intermittent issues.